Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male on impella cp for mechanical circulatory support. While on support, the doctor attempted to remove the peel away sheath. During the removal, the pump was inadvertently pulled back into aorta and removed entirely from body at p-8. A 14fr gore sheath was placed in the right femoral artery and patient was transported to ICU. The patient is in stable condition.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-09933 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-09933 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-09933 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-09933. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number 1220648-2024-09933.